Event description:
The customer reported that she passed out and was hospitalized for low blood glucose. The blood glucose reading was 55 mg/dl. The customer stated that she replaced the reservoir and the insulin pump alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.